Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: primary osteoporosis type of fracture: compression fracture it was reported that intra-op, the balloon distorted on inflation. Additionally, the position of the marker deviated; and thus, the product was taken out of the patient's body. On checking, the stylet and inner tube inside the balloon appeared to be deformed. Therefore, the inflatable bone tamp was replaced with another one after using the curette. The bone quality of the patient seemed to be hard; but the procedure was completed successfully with a new product. No patient complications were reported due to this event.

Manufacturer narrative:
Product analysis: visual inspection confirmed the inner tube located inside the ibt balloon of the ibt has been bent/deformed. Functional inspection with a sample syringe confirmed the balloon was able to inflate and deflate but very slowly. The balloon did not have any punctures that could cause a leak. It appears something is restricting the flow. It was unable to determine root cause of damaged ibt. If information is provided in the future, a supplemental report will be issued.